Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and diabetic ketoacidosis. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient visited the emergency room (ER) with diabetic ketoacidosis (dka). The patient's blood glucose level (bg) read "high" (27.8 mmol/l,>00 mg/dl) while wearing the pod for between 36 and 48 hours. Symptoms reported include hyperglycemia and vomiting with ketones of 4.3 mmol/l. The ambulance was called while the patient was at school and the patient was transported to the ER. The pod reportedly fell off the infusion site (arm), causing the cannula to dislodge. A new pod was applied while in the ER and the patient was treated with intravenous fluids. The patient was released from the ER after approximately 12-13 hours.